Manufacturer narrative:
The suspected capnography monitor capnocheck ii - 8400, was returned for investigation. The device was visually inspected and found to be in good condition. The customer reported a problem with the backlight. The device was functionally tested and the following was observed. The monitor was powered on and the display was black but by pressing and holding the up arrow on the main menu screen the display came into focus. This instruction is provided in the instructions for use. The reported issue was attributed to the fact that the user dimmed the display contrast all the way down. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Upon further investigation it was found that the monitor gave occlusion error while powering up. The problem source of the reported issue was identified as user interface.

Event description:
Information was received that a smiths medical capnocheck ii hand-held capnograph/digital oximeter had a backlight issue. No patient involvement.